Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen was no longer readable. Blood glucose level at the time of the event was not provided. It was also stated that the insulin pump screen was worn out. Troubleshooting was not provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays or unexpected display anomalies were noted during testing. The lcd display is scratched up somewhat; however, the user is able to read what is displayed and navigate the menus.